Event description:
It was reported by the patient's legal guardian that the patient initially went to the emergency room for asthma but was hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod longer than 48 hours. During the time at the emergency room, the pod generated a hazard alarm, which then caused the patient's high blood glucose levels and ketones. Symptoms reported include the patient having difficulty breathing. The patient was treated with unspecified intravenous fluids and insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.6. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.